Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The extension set was connected to an unspecified primary tubing set and being used to deliver an unspecified medication. After an unspecified length of time in use, the nurse reported that an unspecified volume of air was noted in the air-eliminating filter and the flow of the medication stopped. No air was reported distal to the filter. The tubing set was replaced and the therapy was resume. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.